Manufacturer narrative:
This device is used for treatment, not diagnosis. Device was received for evaluation. The measurable dimensions of the broken drill bit were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. Our investigation confirms that the tip broke off. The cross section surfaces of the returned part shows no irregularities. Unfortunately we did not receive the other part of bit therefore we are not able to determine the exact cause which has led to the breakage. The contact with the prosthesis may have resulted in the breakage of the drill bit. No product fault could be detected. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the case was a periprosthetic fracture, the drill bit tip might have come in contact with the stem of the prothesis. The drill bit broke during the case. This is report 1 of 1 for complaint # (B)(4).